Manufacturer narrative:
No evidence of a device malfunction. Cycler alarmed appropriately to clotting condition. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified of the event and instructed the operator to flush the filter with saline during treatment to check for signs of clotting. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred toward the end of a routine hemodialysis treatment. Rinseback was not performed due to possible clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.